Manufacturer narrative:
Device evaluation: follow-up #1 submitted (B)(4) 2012: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the pump failed to power on. Testing was unable to perform all steps of the investigation due to no power to pump. The pump was opened and evidence of impact damage was found at the battery canister.

Event description:
The patient contacted animas on 03/06/2012 reporting that after dropping the pump, the display became distorted and later the pump lost power and would not turn back on. The patient confirmed that there was no visible damage to the battery compartment or cap. This report is made based on the allegation that the pump lost power.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.